Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported that the pt's ipg is irritating her sciatic nerve. The pt feels irritation when stimulation is on or off. The pt was reprogrammed in which the stimulation helped the pain for 2-3 hours and the sciatic nerve pain would return. A removal of the system had been discussed. No further info is available at this time.